Event description:
A customer obtained a false negative anti-hbc result on a pt sample. The sample was positive when tested using an alternate method. A false negative result may result in inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: based on confirmation testing from an alternate method and the past history of an ahbc positive result for the pt, a false negative ahbc result was confirmed. No info is available regarding qc performance. The root cause of the event is unk.